Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR#: 1225714-2014-04994 and 1225714-2014-04995.

Manufacturer narrative:
The term decedent was erroneously used in reference to the patgient; as there are no documented information provided to confirm or suggest the patient was deceased at the time or as a result (outcome) of this event. This is one of two device reports for this event. Related MFR # 1225714-2014-04994 and MFR # 1225714-2014-04995.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2012 and after the use of the product.